Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received, it was stated that the device had been sent into the asps repair center and was awaiting repair. The investigation is ongoing.

Manufacturer narrative:
The alternating current (ac) power indicator was observed to be illuminated, but the device could not be turned on. It was advised to check the power switch overlay and the central processing unit (cpu) printed circuit board assembly (pcba). In a good faith effort (gfe) response from the authorized service provider (asp) received, it was stated that the device had been sent into the asps repair center and was awaiting repair. In a gfe response from the asp received, it was stated that the device was undergoing repair and that the device would be tested after the repair was completed. No further information was provided regarding what troubleshooting was being completed or what parts were being replaced during the repair. On 28nov2024, the asp provided in a gfe response that the part which was replaced to resolve the device issue was the blower assembly. The asp confirmed that the blower assembly had been installed in the device, that the device was returned to full functionality, and that the device was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was unable to boot up. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The alternating current (ac) power indicator was observed to be illuminated, but the device could not be turned on. It was advised to check the power switch overlay and the central processing unit (cpu) printed circuit board assembly (pcba). This investigation is ongoing.